Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 24/jan/2011 submitted. The event of a lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having a lump or thickening in or near the breast or in the underarm area (side unspecified). Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
Patient reported having a lump or thickening in or near the breast or in the underarm area (side unspecified). Healthcare professional reported a left side rupture. Device was explanted

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken shell, underweight, non-penetrating nick, 5% of the shell is missing. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. Missing shell 5% assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported having a lump or thickening in or near the breast or in the underarm area (side unspecified). Healthcare professional reported a left side rupture. Device remains implanted.